Event description:
A customer reported a power source alert associated with their device. There was no adverse impact to the customer's blood glucose level. The customer had been using the tandem charging cable and wall adapter when the alert occurred and resolved the issue by leaving the adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging. No further assistance was required.